Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# v314283, implanted: (B)(6) 2009, product type: lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports the cause of the event was determined and it was device related. No reprogramming was needed. Generator was dead which was noted on (B)(4) 2015. The representative determined the battery was dead. The loss of therapeutic effect was noted as sudden. The patient recovered without permanent impairment. The patient was seeing a new urologist to consider re-implantation of neurostimulator.

Event description:
It was reported that the patient was not able to make adjustment both with or without antenna attached. Caller reports increasing amplitude from 3.3 to 8, which caller reports as working reasonably well, but recently received poor communication screen when attempting to increase again. It won't do telemetry. The patient was sent a programmer but it not working either. She can feel stimulation right now happened last week. No patient harm reported. Upon device return, analysis found no significant anomaly. It was later reported that the patient¿s spouse called to review the buttons on the new programmer he received from repair. Later the spouse called back stating it¿s not working which was the programmer they sent only had one program. They were getting poor communication again same as yesterday. Patient states it¿s not working with and without the antenna and getting poor communication screen. Caller wants me to guide them through using the programmer. Caller again was getting the poor communication screen. It was later reported by the healthcare provider that the patient had increase in frequency. The patient had patient programmer replaced and had the correct patient programmer they do not have an clinician programmer to synch and program back in the original four programs. He will contact representative to facilitate. The patient noted this past four weeks there had been more frequency but healthcare provider stated there were looking at changes in medication and gathering information to determine the reason for that. The patient had as neurostimulator for urge incontinence. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.